Event description:
Brush heads falling apart [device breakage]. No adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dual clean brushheads fell apart. The consumer stated the brush heads were a couple of weeks old when 2 broke, and the box had never been dropped. No symptoms developed. Concomitant product(s): colgate toothpaste.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.